Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions on resetting the pump. After following these instructions, the malfunction did not recur, and it was determined that the customer could continue using the pump. The customer was advised to call back if the issue reoccurred and acknowledged understanding the guidance provided.